Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the customer's device had logged an event code in the memory which is related to a potential issue of the device to to charge for defibrillation energy. After clearing logged event code and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the customer's device had logged an event code in the memory which is related to a potential issue of the device to to charge for defibrillation energy. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.